Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 460 mg/dl range with moderate to high ketone levels. Cause of bg was unknown; however, customer is a new pump user and indicated that additional training would be beneficial. Bg was treated by administering correction bolus via the pump and manual injections. Reportedly, the customer reverted to manual injections for insulin therapy.